Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, an x-ray was performed, and it was noted that the right ventricular (rv) lead was unexpectedly placed in the middle cardiac vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.